Event description:
Asku

Event description:
It was reported the programmer screen is fractured and needs to be replaced. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer overlay screen was fractured. It was also noted that the electrocardiogram (ECG) connector was broken loose from the link electronic module (lem) board.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.